Manufacturer narrative:
The cause of the erroneous results occurred during pre-analytical specimen preparation resulting in the initial sample having a significant clot. A clot in a sample can be caused by a number of factors, such as inadequate mixing immediately after blood draw, over filling of edta sample tubes and/or traumatic venipuncture. No analyzer malfunctions occurred. While the user ultimately is responsible for ensuring sample integrity and verifying results, this issue will be reported on the basis that an incorrect plt result led to a patient receiving an unnecessary procedure, carrying with it the risks involved with receiving an invasive procedure.

Event description:
The user reported that the release of an erroneously low platelet (plt) value resulted in the patient receiving an unnecessary bone marrow aspiration. On (B)(6) 2016 sample ID (sid) (B)(4) was analyzed and judged "negative" with a plt result of 20 x 10^3/'l (normal range: 150-400 x10^3/'l; this result was reported out of the laboratory. The patient was then scheduled for a bone marrow aspiration to check for idiopathic thrombocytopenic purpura. On (B)(6) 2016 the patient was redrawn and sid (B)(4) was analyzed and judged "negative" with a plt result of 304 x 10^3/'l. The normal repeat complete blood count (cbc) results were available to the staff at 08:30 prior to the patient undergoing the procedure; however, the bone marrow procedure was not cancelled. The bone marrow aspiration was performed at 09:30. The bone marrow results were normal and there was no report of harm to the patient. No additional treatment was initiated. The initial sample was pulled and a significant clot was discovered. All abnormal flags were disabled by the user; therefore the user was not alerted to the possibility of a sample abnormality.